Event description:
New information revealed that the dislodgement was discovered during a routine office visit. High capture threshold was also observed, which was caused by patient non-compliance. The patient was asymptomatic to the dislodgement and was in good spirits following the revision procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead dislodged. The lead was capped on (B)(6) 2019. No further information is available.